Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine inflammation ("inflammation of the uterus and surrounding and tissues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy, she had surgery to remove the essure implant on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the uterine inflammation and adenomyosis outcome was unknown. The reporter considered adenomyosis and uterine inflammation to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 8-may-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 reported adverse events including inflammation of the uterus and surrounding and tissues. On (B)(6) 2015 she underwent surgery (hysterectomy) to remove essure. Essure system is sterile but it may due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. This case was classified as incident since device removal was required. According to the product technical analysis, there is no relationship between the reported medical events and a quality defect. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine inflammation ("inflammation of the uterus and surrounding and tissues") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (batch no. 20227513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis. Previously administered products included for birth control: paraguard from (B)(6) 2009 to (B)(6) 2010 and ortho tri cyclen from 1998 to 2005; for an unreported indication: relpax from 2003 to (B)(6) 2018 and apri on (B)(6) 2010. Concurrent conditions included underweight, paresthesia and muscle ache. Concomitant products included topiramate (topamax) since 2011 and venlafaxine (effexor) from 2010 to 2014. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), adenomyosis ("adenomyosis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological or psychiatric problems"), rash ("rashes"), skin disorder ("skin conditions"), migraine ("migraines"), headache ("headaches"), reproductive tract disorder ("reproductive system disorder or condition"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), skin depigmentation ("loss of skin pigment on my back"), constipation ("constipation"), abdominal pain ("abdominal pain"), weight increased ("weight gain"), weight decreased ("weight loss"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy and salpingectomy / laparoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine inflammation, autoimmune disorder, adenomyosis, vaginal haemorrhage, menorrhagia, hypersensitivity, mental disorder, rash, skin disorder, headache, reproductive tract disorder, nausea, pelvic pain, fatigue, gastrointestinal disorder, weight increased, weight decreased, depression and anxiety outcome was unknown and the migraine, dyspareunia, alopecia, skin depigmentation, constipation and abdominal pain had resolved. The reporter considered abdominal pain, adenomyosis, alopecia, anxiety, autoimmune disorder, constipation, depression, dyspareunia, fatigue, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, pelvic pain, rash, reproductive tract disorder, skin depigmentation, skin disorder, uterine inflammation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: the right tube had 3 coils in the endometrial cavity. The left tube had 3 coils in the endometrial cavity diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical records received: the event depression and anxiety added. Reporters, concurrent condition, event outcome added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine inflammation ("inflammation of the uterus and surrounding and tissues") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (batch no. 20227513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis. Previously administered products included for birth control: paraguard from 6-feb-2009 to 9-mar-2010 and ortho tri cyclen from 1998 to 2005; for an unreported indication: relpax from 2003 to 24-apr-2018 and apri on (B)(6) 2010. Concurrent conditions included underweight. Concomitant products included topiramate (topamax) since 2011 and venlafaxine (effexor) from 2010 to 2014. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), adenomyosis ("adenomyosis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological or psychiatric problems"), rash ("rashes"), skin disorder ("skin conditions"), migraine ("migraines"), headache ("headaches"), reproductive tract disorder ("reproductive system disorder or condition"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), skin depigmentation ("loss of skin pigment on my back"), constipation ("constipation"), abdominal pain ("abdominal pain"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy and salpingectomy / laparoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine inflammation, autoimmune disorder, adenomyosis, vaginal haemorrhage, menorrhagia, hypersensitivity, mental disorder, rash, skin disorder, migraine, headache, reproductive tract disorder, nausea, pelvic pain, fatigue, gastrointestinal disorder, weight increased and weight decreased outcome was unknown and the dyspareunia, alopecia, skin depigmentation, constipation and abdominal pain had resolved. The reporter considered abdominal pain, adenomyosis, alopecia, autoimmune disorder, constipation, dyspareunia, fatigue, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, pelvic pain, rash, reproductive tract disorder, skin depigmentation, skin disorder, uterine inflammation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction, psychological or psychiatric problems, autoimmune disorder, rashes, skin conditions, migraines, headaches, reproductive system disorder or condition, dyspareunia (painful sexual intercourse), pain, fatigue, gastrointestinal or digestive system condition, hair loss, loss of skin pigment on my back, constipation, abdominal pain, weight gain, weight loss" were added. Lot number was added. Product implant date was updated. New reporter were added. Historical and concomitant medication were added. Lab data was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine inflammation ("inflammation of the uterus and surrounding and tissues") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (batch no. 20227513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis. Previously administered products included for birth control: paraguard from (B)(6) 2009 to (B)(6) 2010 and ortho tri cyclen from 1998 to 2005; for an unreported indication: relpax from 2003 to (B)(6) 2018 and apri on (B)(6) 2010. Concurrent conditions included underweight, paresthesia and muscle ache. Concomitant products included topiramate (topamax) since 2011 and venlafaxine (effexor) from 2010 to 2014. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), adenomyosis ("adenomyosis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological or psychiatric problems"), rash ("rashes"), skin disorder ("skin conditions"), migraine ("migraines"), headache ("headaches"), reproductive tract disorder ("reproductive system disorder or condition"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), skin depigmentation ("loss of skin pigment on my back"), constipation ("constipation"), abdominal pain ("abdominal pain"), weight increased ("weight gain"), weight decreased ("weight loss"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy and salpingectomy / laparoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine inflammation, autoimmune disorder, adenomyosis, vaginal haemorrhage, menorrhagia, hypersensitivity, mental disorder, rash, skin disorder, headache, reproductive tract disorder, nausea, pelvic pain, fatigue, gastrointestinal disorder, weight increased, weight decreased, depression and anxiety outcome was unknown and the migraine, dyspareunia, alopecia, skin depigmentation, constipation and abdominal pain had resolved. The reporter considered abdominal pain, adenomyosis, alopecia, anxiety, autoimmune disorder, constipation, depression, dyspareunia, fatigue, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, pelvic pain, rash, reproductive tract disorder, skin depigmentation, skin disorder, uterine inflammation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: the right tube had 3 coils in the endometrial cavity. The left tube had 3 coils in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine inflammation ("inflammation of the uterus and surrounding and tissues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy, she had surgery to remove the essure implant on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the uterine inflammation and adenomyosis outcome was unknown. The reporter considered adenomyosis and uterine inflammation to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 reported adverse events including inflammation of the uterus and surrounding and tissues. On (B)(6) 2015 she underwent surgery (hysterectomy) to remove essure. Essure system is sterile but it may due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.